Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a torn downstream occlusion seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty downstream occlusion sensor was the root cause. The downstream occlusion sensor and downstream occlusion seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion sensor was unresponsive. The event occurred during testing. The event history log revealed a torn downstream occlusion seal.